Event description:
Cover of device does not stay closed - scoped blades frequently slip out - cover frequently breaks at connection. Not enough foam to keep needle tip covered. Employee was disposing of equipment when the blade slide through the sharps caddy and lacerated the left index finger of the employee.